Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent called and reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was 18.9 mmol/l. The insulin pump was neither bumped nor dropped and the buttons were not pressed for longer than three minutes. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.